Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-26 in a patient with a previously implanted 23mm surgical aortic valve re placement (savr), a pre-implant balloon valvuloplasty was performed using a 22 mm non-medtronic balloon to fracture the savr. Transesophageal echocardiography and angiography at 80% deployment revealed that the valve was positioned at depth greater than 5 mm. An attempt was made to recapture the valve, but the release knob was mistakenly turned in the direction of the arrows, causing premature deployment of the valve. An attempt to reposition the valve with a snare resulted in a valve dislodge. The first valve remained in the patient, and a replacement of the medtronic valve was required. Subsequently, a second valve was successfully implanted in the patient. The procedure was delayed by two hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-26 in a patient with a previously implanted 23mm surgical aortic valve re placement (savr), a pre-implant balloon valvuloplasty was performed using a 22 mm non-medtronic balloon to fracture the savr. Transesophageal echocardiography and angiography at 80% deployment revealed that the valve was positioned at depth greater than 5 mm. An a ttempt was made to recapture the valve, but the release knob was mistakenly turned in the direction of the arrows, causing premature deployment of the valve. An attempt to reposition the valve with a snare resulted in a valve dislodge. The first valve remained in the patient, and a replacement of the medtronic valve was required. Subsequently, a second valve was successfully implanted in the patient. The procedure was delayed by two hours. Additional information was received indicating that the valve was deployed using the bottom of pigtail starting position. Prior to d islodgement, the valve depth was at 15 mm on the non-coronary cusp and left coronary cusp. The valve dislodged into the aorta. A medtronic (confida) guidewire was used. Additional information was received that per the physician, the guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012494684); product type: 0195-heart valves; updated data: a4. B5. Added second paragraph. H11. Added lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-26 in a patient with a previously implanted 23mm surgical aortic valve re placement (savr), a pre-implant balloon valvuloplasty was performed using a 22 mm non-medtronic balloon to fracture the savr. Transesophageal echocardiography and angiography at 80% deployment revealed that the valve was positioned at depth greater than 5 mm. An a ttempt was made to recapture the valve, but the release knob was mistakenly turned in the direction of the arrows, causing premature deployment of the valve. An attempt to reposition the valve with a snare resulted in a valve dislodge. The first valve remained in the patient, and a replacement of the medtronic valve was required. Subsequently, a second valve was successfully implanted in the patient. The procedure was delayed by two hours. Additional information was received indicating that the valve was deployed using the bottom of pigtail starting position. Prior to d islodgement, the valve depth was at 15 mm on the non-coronary cusp and left coronary cusp. The valve dislodged into the aorta. A medtronic guidewire was used.